Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-01747: it was reported the patient lost effective stimulation coverage after suffering a fall last year. An impedance check revealed contacts 1-8 read high. The patient underwent surgical intervention where the scs system was removed and replaced with a new one. The patient is now receiving effective stimulation coverage.